Event description:
Livanova deutschland received a report of an electronic remote control (erc) clamp on which the following error codes appeared: timeout (e117) and photoelectric barrier errors (e103). The event occurred during extracorporeal circuolation. There was no report of any patient injury.

Manufacturer narrative:
A1 to a5: there was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.